Event description:
Reporter indicated that pt has been experiencing unusual lengthy seizures since receiving their vns implant. It was reported that for several months prior to receiving their implant it has been difficult getting the pt to swallow medications.